Event description:
An advanced life support rescue unit and advanced life support responded to a person in cardiac distress. Rescue arrived first and connected their device to monitor the patient. While the patient was being attended to, they went into cardiac arrest and was connected to the device with disposable defibrillation/ECG electrodes, according to the reporter, when the device would not charge. A backup device had arrived on the scene from the advanced life support and was used to defibrillate and convert the patient's rhythm. The patient was resuscitated and transported to the hospital.